Event description:
The customer tested her blood glucose using her breeze2 meter and received a reading of 111 mg/dl. She retested using another meter and received a reading of 61 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Replacement strips were sent to the customer and she is to return her strips for eval.